Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was pacing below the lower rate, and it was suspected that t-wave oversensing (twos) of the right ventricular (rv) lead was the cause. Further investigation could not determine the exact issue, though the lead sensitivity was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.